Event description:
Our rep reports that during a knee repair, metal shavings emanating from a drill and drill guide were observed falling into the patient's joint space. All of the debris was suctioned out and the procedure was completed successfully without further incident or harm to the patient. See also associated MDR 1221934-2008-00075.

Manufacturer narrative:
Mitek is awaiting the receipt of the device. When we have gained possession of the complaint device and have evaluated it, our conclusions will be reflected in the follow-up report.